Manufacturer narrative:
The device will not be returned for evaluation and the photographic evidence does not show the reported problem. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 7 complaints, regarding 8 devices, for this device family and failure mode. During this same time frame 8,449 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0009. Per the instructions for use, the user is advised the following: precautions: do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the hps-hb12 device was being used during a hip arthroscopy with labral repair procedure on (B)(6) 2019 when the black bearing near the head of the burn began to flake inside the hip joint of the patient. The flaking material was removed with a shaver blade. The disintegration began within 2-5 minutes of device usage. There was no report of injury to the patient or user. There was no report of medical intervention or hospitalization required for this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.